Event description:
A 2.5 mm diameter x 18 mm length endeavor mx2 drug-eluting coronary stent delivery system was inserted into a pt for the treatment of a circumflex lesion. The vessel morphology was reported as a 90 degree angle. It is unk if the lesion was pre-dilated. It was reported that the physician was attempting to treat two re-stenosed stents from another MFR. The delivery system was inserted distal to the lesion site. The delivery system was pulled back to position the stent and the stent dislodged. The undeployed stent was snared. The lesion was treated with another MFR's stent. No clinical sequelae were reported and the pt is fine. Evaluation summary: medtronic has received the device and it analysis has been completed. The stent was returned on a snare device coiled in the product pouch with the shelf carton. The delivery system was not returned. The stent was severely deformed and there was blood residue evident. The 1st six distal stent segments were damaged. The remaining stent segments were severely stretched and damaged.

Manufacturer narrative:
Evaluation results: (embolism-device). (90 degree angle and re-stenosed lesion site). Other, secondary intervention.